Event description:
It was reported that post-coronary drug eluting stenting treatment procedure, acute thrombosis occurred. The patient presented with acute infarction. A lesion was identified in the left anterior descending (lad) artery. A veriflex 3.00x20mm stent was used to treat the lesion. Approximately one hour after the procedure, the patient experienced chest pain and thrombosis was identified in the veriflex stent. A balloon was used to treat the event and the patient is reported as doing "fine". No further patient complications were reported.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).